Manufacturer narrative:
(B)(4). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the screen became white. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The cpu board was replaced to resolve the reported issue.